Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) and left ventricular (lv) lead exhibited out-of-range lead impedance with unknown measurement. Boston scientific technical services (ts) suggested placing the device in the pocket to get in range impedances. Additional information was unable to be obtained, thus product status could not be confirmed. At this time there is no evidence that intervention has been performed to resolve this issue. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.